Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital, the right atrial lead exhibited noise . No additional information or patient symptoms were available.